Manufacturer narrative:
(B)(4). This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
The distal tip on the im rod distal tip is damaged, causing the femoral cutting jig to get stuck on the rod.

Manufacturer narrative:
The device associated with the reported event was not returned for evaluation. The reported product lot code h1007 indicates a manufacture date of october of 2007. A voluntary recall for specific lots of the specialist 2 intramedullary (sp 2 im) rod 400mm instrument (pn 96-6120) was initiated on september 8, 2015. It should be noted that the current reported device was manufactured prior to the material change to 450ss alloy and is one of the affected lots associated with the voluntary recall. A need for additional corrective action is not indicated. A voluntary recall for specific lots of the specialist 2 intramedullary (sp 2 im) rod 400mm instrument (pn 96-6120) was initiated on september 8, 2015. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.